Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lost to follow up patient presented in clinic when loss of capture due to lv lead being dislodged. The patient had been experimenting chf symptoms and rv only pacing when patient needed biv pacing might have contributed to worsening of these symptoms. Programming changes were made at the time. Subsequently, the lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.